Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 52 mg/dl with severe dizziness and felt like "passing out." There was reportedly a time/date reset issue with the pump. The time/date reportedly was not maintained when the battery was removed for less than 24 hours. There was no indication of medical intervention. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. It was noted that the patient remained on insulin pump therapy. This complaint is being reported because the patient experienced a hypoglycemic event allegedly due to a time/date reset issue with the device.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: the time/date reset to default setting in the black box was unable to be verified. The pump was exercised for 24 hours and after 24 hours, the battery was removed for 6 hours. The battery was reinserted after 6 hours without power, the time and date reset to default settings. The pump displays the ¿verify¿ screen after it is rebooted and the time and date must be confirmed on the ¿verify¿ screen. The user must manually confirm the settings prior to use of the device. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; internal battery was observed to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.